Event description:
It was reported that a patient experienced swelling and difficulty breathing a few hours after placement of thermafil obturators. The patient went to the emergency room as a result and was administered an antihistamine and a steroid. A few hours after the prescription was exhausted, the patient reported that the symptoms returned. A week following placement of the thermafil, the tooth was extracted.

Manufacturer narrative:
The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.